Event description:
A report was received that the pt's precision system was explanted due to pocket pain. An x-ray was taken and confirmed that the leads were not connected to the ipg. The pt is reportedly doing well following explant surgery.

Manufacturer narrative:
The explanted devices were not returned to bsn for further evaluations as they were discarded by the medical facility. A review of the mfg documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during mfg. This is the final report.